Event description:
The customer reported elevated troponin I (access accutni+3) result, within the risk stratification range, for one patient, involving the access accutni+3 assay used in conjunction with the access 2 immunoassay system and access accutni+3 calibrator. An initial result of 0.31 ng/ml was obtained and released out of the laboratory. As a result, the patient was transferred and admitted to the catheterization laboratory. It is unknown if any additional treatment was given to the patient. The sample was originally analyzed at the customer's sister's laboratory. The customer questioned the result and reanalyzed the sample on an alternate methodology where a negative result was obtained. In addition, the customer analyzed one of the patient's samples on a unicel dxi 800 access immunoassay system and obtained a lower result of 0.21 ng/ml. The customer reported the negative results to the hospital, and the patient was discharged. Quality control (qc) for low level and level 1 were within range on the day of the event. Qc for level 2 was outside the customer's set range. System check and calibration had passed. The customer sent the patient's sample to beckman coulter for further analysis.

Manufacturer narrative:
There is no indication the access accutni+3 device was returned for evaluation. Service was not dispatched as the customer did not question system performance. One patient sample was received from the customer. The customer indicated the samples were centrifuged at 10,000 rcf (relative centrifugal force) for ten minutes and tested neat. Elevated troponin I results were obtained and confirmed the customer's results. Patient source interference testing was performed utilizing a blocker protein specific to alkaline phosphatase. In conclusion, beckman coulter laboratory testing confirmed the presence of a patient source interferent related to alkaline phosphatase. Per the product IFU (instructions for use) labeling, "other potential interferences in the patient sample could be present and may cause erroneous results in immunoassays. Some examples that have been documented in literature include rheumatoid factor, endogenous alkaline phosphatase, fibrin, and proteins capable of binding to alkaline phosphatase. Fibrinolytic agents activate proteases that may influence protein measurements, including troponin. Carefully evaluate the results of patients suspected of having these types of interferences."